Manufacturer narrative:
The injury was the result of the use of a non-siemens product in close proximity with the artis unit, and insufficient observation by the room staff. There was no product malfunction.

Event description:
It was reported that during an exam, the operator drove the pt table down on to a non-siemens supplied blanket heater. As a result, the table would no longer move up or down. The hospital staff tried to remove the blanket heater themselves, causing an injury to one of the employees. Siemens was called for service and was informed by the siemens service engineer that the injured hospital employee had tried to lift the table by hand, and caught his fingers. This caused the employee to receive a laceration on his finger which required stitches.